Manufacturer narrative:
The returned device was evaluated and an alarm was observed from the pod's download data, indicating a rotational sensor issue. This was seen in the data as both timeouts and a drive stall. The time outs were noted to be in a repeated pattern of a single increased pulse width every 100 or so pulses, eventually timing out at the end of the pod's run. A deep dive into the drive mechanism resulted in finding contact between the tube nut and reservoir cap, leading to increased friction. The outer wall of the tube nut had repeated scratch patterns at consistent intervals, ultimately ending in a deeper/thicker scratch indicated the pod alarming and then deactivating). Despite the damage to the tube nut component, it could not be conclusively determined if this was the leading cause for the pod to alarm. The pod was reset and connected to another pdm in an attempt to reproduce the timeout patter seen in the original data. The pod connected successfully and a bolus of 5 units was successfully sent to the pod. Evaluating the pod's new data, no timeouts or drive stall were observed despite the pod running a total of 145 pulses during the test run.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient went to the emergency room (ER) for diabetic ketoacidosis (dka). The patient reported their blood sugar level rose to 22 mmol/l (396 mg/dl), with vomiting, and she gave herself a manual injection. The patient went to the hospital, where her blood glucose level was above 33 mmol/l (5494 mg/dl). The patient was treated with intravenous humalog insulin (5 units) and fluids (IV of saline) to re-hydrate. She was given a medication to help muscles recover from dka, but did not remember the name of the medication. The pod was worn between 4 and 24 hours on the abdomen. While she was at the hospital the pod had an error, alarmed and gave the error reference number, and deactivated. At the time of the pod alarm her blood glucose was 10 mmol/l (180 mg/dl).